Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) leaked blood from the flashback chamber. The following information was provided by the initial reporter: "blood oozing from insert side after insert."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed a 22 gauge insyte autoguard blood control unit connected to a bd syringe with no signs of blood on the device or any physical/mechanical damage to the unit. There was not enough evidence in the provided photo to verify the reported defect or determine a possible root cause. For a more in depth investigation a physical sample would be required. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) leaked blood from the flashback chamber. The following information was provided by the initial reporter: "blood oozing from insert side after insert."

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) leaked blood from the flashback chamber. The following information was provided by the initial reporter: "blood oozing from insert side after insert."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one catheter adapter assembly, one 3 ml bd syringe, and one photo. Upon inspection of the catheter adapter assembly, it was found that the blue adapter had been damaged. The reported defect was confirmed. This type of defect can occur during the manufacturing process due to a machinery jam or misalignment. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.